Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.